Manufacturer narrative:
Concomitant products: product ID 74002, product type adapter; product ID 74001, lot# n367988, implanted: (B)(6) 2013, product type adapter; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3888-28, lot # l44253, implanted: (B)(6) 1997, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension. (B)(4).

Event description:
It was reported the patient was having their implantable neurostimulator (ins) moved to the opposite side of their body because its current position was hurting the patient. It was noted the start date of the event was unknown. Additional information reported that the patient is doing well and is receiving good therapy.